Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's motor speed was not stable, some screw were worn and the insulation of the cable was damaged. The motor, screws, and plug harness assembly were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance they found the device has corroded motor need to be replaced; damaged plug harness need to be replaced; worn screws need to be replaced. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.